Manufacturer narrative:
Investigation was conducted on the reported information and from the data collected by the guardian device. Investigation of the guardian system data indicates the user cleared multiple pinch alerts without resolving the issue. However, it cannot be determined whether this caused or contributed to the injury observed.

Event description:
Patient was admitted to the hospital on (B)(6) 2024. On 05-apr-2024 a stage 3 pressure injury was observed on the natal cleft. It was noted the injury progressed from a masd to a stage 3 pressure injury. No further details were reported regarding the reason for patient hospital admission, or with regards to outcomes from the stage 3 injury observed. Review of the guardian system data noted multiple pinch alert "airflow blocked" events, accounting for a total of 14.68 hours of gaps in therapy (27% of total gaps in therapy) from admission to injury discovery. It was also noted the pinch alerts were cleared multiple times by the user without resolution. An update will be filed if any further relevant information becomes available.